Event description:
It was reported the pt was receiving ineffective stimulation. Diagnostics revealed two of the contacts showed high and invalid impedances on the scs lead. Additionally, the pt's perception is high and the sjm representative was unable to increase the stimulation amplitude to the point the pt felt it. The physician has ordered x-rays and surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.